Event description:
The event is reported as: the balloon deflated after surgery inside the patient. A new catheter had to be inserted. This is the fourth of four complaints. No patient injury reported.

Manufacturer narrative:
The sample has been returned to manufacturer. The results of the investigation are not complete at the time of this report.